Manufacturer narrative:
(B)(4)

Event description:
The sensor insertion was at the abdomen on the (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, their sensor wire was missing upon removal of sensor. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.